Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump alarmed no delivery and motor error. The customer's high blood glucose was 483 mg/dl on the night prior to the call. On the day of the call, the customer stated that she received recurring motor error alarms and did not receive her last bolus as a result. The customer's most recent blood glucose was 263 mg/dl. She reported that she had not received any no delivery alarms prior to the one day prior to the motor error alarm. She noted that she had visited with a doctor on (B)(6) 2015 regarding elevated blood glucose. The customer did not observe any significant events leading to the alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.